Event description:
IV pump alarm air in line. Alaris system pump 8100 was taken by biomed for repair who called carefusion representative. The device was required to be sent out. Received back from carefusion. Verified device is fully operational. Test passed.